Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There was no report of patient harm. The date of event is unknown. The time of event is unknown. No knowledge of adverse event. Refer to expiration date as complaint notification. Customer advised: resistance primary biopsy channel.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51670) which was submitted. Therefore, MDR (9610877-2022-00414) filed on (B)(6). 2022 is considered a duplicate report.